Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600 pro synchron chemistry analyzer generated erroneously low creatinine kinase (ck) patient results. No erroneous results were reported out of the laboratory. The customer did not supply any patient results. There was no change to patient treatment or diagnosis.

Manufacturer narrative:
Sample collection information was not provided by the customer. A field service engineer (fse) was dispatched on (B)(4) 2011 and ran carryover tests on the system. The chemistry cartridge (cc) sample probe was cleaned and the cc sample collar wash was replaced. This resolved the issue. A definitive root cause was not determined.